Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company's acceptance criteria. Logfile review could confirm the reported event. It is shown that an error message was displayed which interrupted the treatment. The error message was caused by pushing the foot-switch (laser pedal) in hesitant or slow manner. The device was working as intended. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the day of treatment. No technical root cause was identified as the product was found to be within specifications. There is no indication for a product problem which (might have) caused or contributed to the reported event. The error message was caused by pushing the foot-switch (laser pedal) in hesitant or slow manner. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
Two surgeons at the same site reported being unable to start the laser after surgeon induced interruption during photo therapeutic keratectomy (ptk) cases. Additional information has been requested.